Event description:
The patient stated that their glucose levels rose above 250 mg/dl while wearing a pod. They reported that they programmed 3 boluses to manage the hyperglycemia, but only 2 of those boluses were administered. The bolus history from the omnipod 5 personal diabetes manager indicated that two boluses were delivered during that period, and the patient reported that they had programmed a third bolus that was not delivered nor logged in the bolus history. The device has been replaced.

Manufacturer narrative:
Cloud data for the period of 20oct2025-23oct2025 was downloaded and reviewed. Review of the cloud data found that four boluses had been delivered on 22oct2025, a 10.8 u bolus at 01:53, a 9.55 u bolus at 11:26, a 7.15 u bolus at 11:51, and a 7.75 u bolus at 19:03. No termination records were seen in the cloud. Without log files or the controller, it could not be determined if these boluses were correctly displaying in the user's history or if attempts were made to deliver boluses that did not go to the cloud. The exact cause of the reported event could not be determined. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.